Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the pacemaker exhibited diagnostic anomaly. No intervention was performed. There were no patient consequences.